Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 was failed and required maintenance. A field service engineer (fse) assisted the escort in attempting door recovery, after which the aux door was successfully recovered without further issues. Multiple test cycles were performed with the escort to attempt to recreate the failure. Despite repeated testing, the issue could not be reproduced, and the aux door functioned normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.